Event description:
During placement of the finishing coil (subject device), the coil was repositioned and stretched and it was reported the coil was completely removed from the patient with a snare device. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device found the proximal contact and main coil was kinked; no additional anomalies were noted. There was blood in the introducer sheath when it was flushed which can indicate flush was maintained during procedure, however, the coil was advanced through the introducer sheath without resistance. Although the coil was not found to be stretched as reported, the kinked sections may have been perceived as stretched; the reported event can be confirmed. Based on device analysis and the information available, it is probable the device was damaged due to some procedural/anatomical factors encountered during procedure, causing the reported medical intervention. As such, an assignable cause of operational problem due to component failure was assigned to this event.

Event description:
During placement of the finishing coil (subject device), the coil was repositioned and stretched and it was reported the coil was completely removed from the patient with a snare device. There was no clinical consequence to the patient as a result of this event.